Event description:
It was reported that the remote monitor was not working properly, it showed that optivol had no fluid; however, the patient had fluid. It was explained that optivol is a tool to be used in conjunction with other heart failure diagnostics, and false negatives or positives are possible. The monitor is not being returned at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).